Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the connection with reservoir compartment was broken and that the ring was missing. The insulin pump was returned for analysis.

Manufacturer narrative:
We were unable to perform the displacement test and occlusion test due to missing retainer. The device was received with missing reservoir tube o-ring, fading serial number label and pillowing keypad overlay.